Event description:
It was reported that the patient had a pump replacement due to nearing normal end of life. During the procedure it was determined that the catheter was not intrathecal. It was unknown if this occurred prior to the procedure or during the procedure. During the procedure the catheter was also replaced. The following day the patient experienced nausea and vomiting and was not tolerating oral baclofen. It was noted that the patient was not in withdrawal or overdose. The pump was used to deliver lioresal. It was later reported that the pouch around pump caused/ingrown completely adhered to tissues of abdominal wall. This made for difficult pump removal. On (B)(6) 2013 an intra-op catheter dye study was performed and results showed that the catheter had dislodge therefore a new catheter was placed. The patient was hospitalized for observation and for dose titration. The dose was titrated back to the pre-op dose. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l77342, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).